Manufacturer narrative:
Additional information was added: the actual sample was received for evaluation. Visual inspection was performed using the naked did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including under water pressure testing; was performed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set had medication leakage through the vent. This issue was identified immediately after priming the set with propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.